Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had failed the downstream occlusion (dso) calibration. There was no patient involvement

Manufacturer narrative:
D9: date returned to mfg.: 5/17/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "failed downstream occlusion (dso) calibration¿ was confirmed. During visual inspection it was found the dso seal was degraded and replaced with a new one. Additionally, the lens was changed due to scratches, no other problem was found. All tests passed within specifications. Probable cause: dso seal was degraded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.